Event description:
Procedure type: laparo oophorocystectomy. According to the reporter: during use, when clamp was pulled out, it was noticed that a piece of the seal was broken. The broken piece was retrieved. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B) (4).